Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a discordant falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 500 system. Siemens headquarters support center (hsc) has completed the evaluation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Calibration was within conformance. Quality control results were within the customer's established ranges. No issues were noted with other patient samples indicating that the instrument and vancomycin assay were performing acceptably. Repeat of the same sample yielded expected result. A potential product issue was not identified. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista® 500 system. The discordant patient result was not reported to the physician. The same sample was reprocessed on the original instrument, and a higher result, considered correct, was obtained and reported. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.